Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that vessel dissection occurred. The target lesion was located in the left anterior descending artery. A 38 x 3.00mm promus premier drug-eluting stent was advanced to treat the lesion. Proximal optimization technique was performed, wherein a vessel dissection was noted in the proximal lad. The physician then deployed a 4x12mm promus premier stent to cover the dissection. No further patient complications were reported and the patient's status was stable.